Event description:
Patient was seen and presented with high impedance. Internal data from their generator was dent in and reviewed and x-rays were performed. The generator placement was normal in the upper chest area. The feedthru wires appear intact. The connector pin appears to be fully inserted in the connector block. The lead wire appears intact at the connector pin. No sharp angles were observed in the lead. Based on the x-rays received, the cause high impedance cannot be determined. Note that the presence of problems in obscured portions of the lead and microfractures cannot be ruled out. Device history record was reviewed for both the generator and the lead. Both devices were sterilized and passed all quality control measures prior to distribution. There were no unresolved nonconformances identified prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient underwent surgery and the surgeon first replaced the generator and the lead impedance was within normal limits and it was checked multiple times. As the impedance was normal the surgeon only replaced the generator. The explanted generator was received but product analysis is still underway.

Event description:
Product analysis was completed on the returned generator. There were no performance, or any other type of adverse conditions found with the pulse generator. The generator worksheet was reviewed an no anomalies were noted. Internal data from the newly implanted generator was received and reviewed. There has not been any reoccurrence of high impedance. Based on all information received to date it can be concluded that the cause of the high impedance is due to the lead pin not being properly secured within the generator.